Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display and weak battery from the insulin pump. The customer's blood glucose reading was 30 mmol/l. The customer stated that she woke up this morning and her pump was dead. The customer stated that she has been changing batteries almost every day. The customer stated that she gets a weak battery and when she checks the battery, it is full and all of a sudden there is a blank display. The customer stated that she is worried that the pump will stop working again at night. The customer stated that she already took a needle. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump received with normal operating currents. No damage was found on the lcd isolation tape noted. The insulin pump was monitored and no unexpected weak battery alarms occurred during our testing. However, the insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.